Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the ventralight st using echo ps (device 3). An additional supplemental emdr was submitted to represent the ventralight st using echo ps (device 4). An additional emdr was created to represent the ventralight st using echo ps (device 1) in gcs. Note, the manufacturing date (15-feb-2014) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2012- patient was diagnosed with incarcerated incisional ventral hernia thereby underwent laparoscopic repair with implant of ventralex mesh (device 1), ventralight st using echo ps (device 2). Per op notes, ¿a very large midline hernia was identified with multiple fascia defects. The hernia was dissected and a ventralight st using echo ps (device 2) was placed and sutured. Then a hernia defect was identified in the left inguinal region and was reduced. A ventralex mesh (device 1) was placed covering the defect and sutured¿. On (B)(6) 2014 - patient was diagnosed with incisional hernia, thereby underwent laparoscopic repair with implant of ventralight st using echo ps (device 3). Per op notes, ¿there was a circular defect in the right lower abdomen just lateral to the edge of previously placed mesh in midline. There was minor adhesion of omentum in the abdominal wall. A ventralight st using echo ps (device 3) was placed covering the defect and tacked¿. On (B)(6) 2017- patient was diagnosed with recurrent incisional hernia, thereby underwent open and laparoscopic repair thereby underwent implant of ventralight st using echo ps (device 4). Per op notes, ¿the hernia defect was identified in abdomen and dissected. A ventralight st using echo ps (device 4) was placed covering the defect and was tacked to the abdominal wall¿. On (B)(6) 2017- patient was diagnosed with hernia recurrence, bowel obstruction and adhesion. On (B)(6) 2019- patient was diagnosed with recurrent ventral hernia, thereby underwent laparoscopic repair thereby underwent implant of ventralight st using echo ps (device 5, 6), ventralex st mesh (device 7). Per op notes, ¿there were multiple adhesions to the anterior abdominal wall and the adhesions were lysed. A large hernia was noted in right lower quadrant with small bowel herniation. The hernia was dissected. On the right flank, another hernia defect identified. A ventralight st using echo ps (device 5) was placed in the defect over the right lower quadrant. A ventralight st using echo ps (device 6) was placed over the defect in the right flank region and sutured. Due to the size of the hernia defect, a ventralex st mesh (device 7) was placed and tacked to bridge the ventralight st using echo ps meshes (device 5, 6)¿.